Event description:
I've been having heavy, long and very painful monthly period with many blood clots, had severe anemia, menorrhagia, headache, occasional pain in the right side of the uterus. One of the devices migrated partly down, the other device migrated in the upper part of the uterus. I already had two hysteroscopies. The last one got the device in the upper part of my uterus but the other one still remains. Currently, I still have heavy, long and bad cramping during my period which will be problems for me if I go back to work.